Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the clinic stated the patient never experienced syncope and was only pre-syncopal. The clinic told the field representative that there were no concerns over the device functionality.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. No additional adverse patient effects were reported.